Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem. It was additionally noted that in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was initially prophylactically reprogrammed. The patient did not tolerate the non-susceptible mode, experiencing increased heart failure, pacemaker syndrome and atrial fibrillation (af), so the device was later explanted and replaced. No further patient complications have been reported as a result of this event.